Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts, performed adjustments and cleaning's. Precision testing was performed and was within specifications. This investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter received a questionable mg2 magnesium gen.2 result for one patient with the cobas 8000 c 702 module. Sample 5: the initial result was 0.34 mg/dl with a data flag. This result was reported outside of the laboratory. The repeated result was 1.84 mg/dl. The reagent lot number was 50640601 with an expiration date of 31-jul-2022.